Event description:
Pt states that her daughter was in the process of changing her oxygen bag when the device exploded and flames were extinguished by turning off the machine with it's key. Her daughter sustained a first degree hand burn. The explosion was preceded by a loud "pop" sound. Unsure what caused the flames to arise. She denies being ignited by an outside source (ie. Smoking, etc). Daughter's hand was ok. They immediately called 911 and an ambulance was dispensed. Supplier contacted and states that this has been known to occur every 3 months. Consumer feels product needs to be removed from the market.